Event description:
A user facility reported a saline bag back filled during treatment. No adverse effects and no medical intervention. The facility tech replaced the flow pressure regulator on the device. The part was not returned for eval and the machine was returned to service.

Manufacturer narrative:
The reported issue, filling of saline bag, was resolved by replacing loading pressure regulator. The machine was returned to service with no further issue. No part was returned for eval.